Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. It was reported that the patient had the concurrent procedures of a d and c and hysteroscopy performed during mesh implantation. It was reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary problems, recurrence and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to sui and irregular periods. It was reported that the patient underwent novasure endometrial ablation on (B)(6) 2005 due to menorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, infection, urinary problems and recurrence. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a d & c and hysteroscopy performed during mesh implantation.